Manufacturer narrative:
No MFR lot number was able to be obtained. Therefore, a complete review of the product was not possible.

Event description:
Pt undergoes l5-s1 revisional surgery on (B)(6) 2012. The right s1 screw was replaced with a 7.5mm x 40mm screw. A post-operative exam on (B)(6) 2012 shows the screw system to be intact. Follow-up eval on (B)(6) 2012 reveals in x-rays the s1 screw on the right to be fractured. Another follow-up eval on (B)(6) 2012 confirms the screw fracture and also shows an evolving fusion mass.